Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized after she crashed her car and had low blood glucose. Customer thinks that maybe she did not eat enough. Customer stated that she is also pregnant. Customer's blood glucose was 28 mg/dl at the time of the incident. Customer's current blood glucose was 94 mg/dl. Customer treated with food. Customer has been experiencing low blood glucose because she is pregnant. Customer was admitted to the hospital on (B)(6)2015 and then released. Customer then had an accident on (B)(6) 2015. Customer stated that she was wearing the pump when she crashed the car and she was the driver at both accidents. The pump passed the displacement test and customer was advised to monitor the pump.